Event description:
It was reported that during a neurovascular procedure, resistance was felt while advancing the subject stent through the microcatheter and could not be advanced anymore. The operator withdrew the subject stent and while withdrawing the subject stent deployed in microcatheter. The subject stent along with the microcatheter were taken out from the patients body. The subject stent was replaced and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date ¿ added,h3 device evaluated by mfg ¿updated,d4 expiration date - added,d9 product available to stryker ¿ updated,d9 returned to manufacturer on ¿updated.during visual inspection the device returned together with catheter. The stent was found to be intact. The stent delivery wire (sdw) was found to be kinked/bent in multiply areas. The stent introducer sheath was found to be damaged. Functional inspection: stent difficult/unable to advance or pullback through catheter functional test ¿ unable to perform the test as the stent was found to be deployed. Stent deployed prematurely during use was confirmed by customer. Due to the automated (manufacturing execution system) mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported stent difficult/unable to advance or pullback through catheter could not be duplicated; however, the analysis results are consistent with the reported event. The reported stent deployed prematurely during use was confirmed during the analysis. Additional information states, that device was prepared as per dfu, there was no damage noted to the packaging prior to opening the package, continuous flush was maintained through the procedure. It was reported that during one aneurysm embolization case, the operator used a catheter to deliver the stent. When it reached the distal of microcatheter for about 25cm, the stent delivery resistance was very big and after several tries the stent could not be advanced out from microcatheter, so the operator withdrew the stent out and during this procedure the stent deployed in microcatheter. Finally, the operator used a new microcatheter to deliver another stent in same catalog to finish the procedure. The customer states, that the stent deployed inside microcatheter during withdrawal during procedure when the microcatheter was still inside the patient's body and not when the microcatheter was on the table outside the patient's body. The device returned together with a catheter. The stent was found to be intact. The sdw was found to be kinked/bent in multiply areas. The stent introducer sheath was found to be damaged. The as reported event of the stent difficult/unable to advance or pullback through catheter and stent deployed prematurely during use as well as the as analyzed damage of stent deployed prematurely during use, sdw kinked/bent, and stent introducer sheath damaged will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during a neurovascular procedure, resistance was felt while advancing the subject stent through the microcatheter and could not be advanced anymore. The operator withdrew the subject stent and while withdrawing the subject stent deployed in microcatheter. The subject stent along with the microcatheter were taken out from the patients body. The subject stent was replaced and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.